Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized two days prior to receipt of this report for another indication. On an unknown date during hospitalization the patient was diagnosed with peritonitis. Treatment was not reported. Dianeal therapy was ongoing. The patient was discharged seven days after admission. At the time of this report the outcome of this peritonitis event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.